Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file for the date of treatment are not available, therefore, the whole treatment period was reviewed. Close cooperation with field service engineer (fse) allowed device malfunction to be excluded. There is no indication a device malfunction caused or contributed to the reported event. The event may be user or patient condition related. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking, too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported side cut is difficult to lift at the 11 to 1 o¿clock position during a lasik procedure. Additional information received indicated the physician performed a manual completion of the flap edge, lifted the flap and performed excimer laser ablation of the left eye. Event is reported to be resolved.